Event description:
Patient's aortic neck measured 10 millimeters in length, and was characterized by thrombus and calcification. Due to the length of the aortic neck, the graft was deployed as close to the renal arteries as possible. Final angiogram noted a partial occlusion of the left renal artery as well as a small distal type I endoleak on the contralateral leg. Interventional measures were taken using a balloon placed in the left renal artery to determine if the proximal graft material was occluding the renal artery. A decision was made not to stent the renal because the complication viewed was not resulting from the graft material. The contralateral leg was re-dilated with a molding balloon several times. Endoleak appeared smaller during a subsequent angiogram, and the decision was made to conclude the procedure, with a later follow-up exam scheduled. It was believed that the endoleak would subside after the heparin wore off.